Manufacturer narrative:
(B)(4). Batch # u95e6e. Date of event is (B)(6) 2021. Event day and event month were not reported. Component code; mechanical (g04). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device and upon visual analysis of the returned sample, it was determined that the el5ml device was returned with no apparent damage. Further analysis showed that the cam was noted to be out of position. This condition would not allow the jaws to collapse in order to form the clips. No functional testing could be performed due to the returned condition of the device. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found and four clips were found inside the clip track. It should be noted that product failure is multifactorial. Possible causes for the cam damage may be due to inadvertent force, twisting, or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor, or damage to the jaws while entering the trocar. Please reference the instruction for use for more information. As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure the doctor reported the device wasn¿t functioning properly. There was no delay to procedure and procedure was successfully completed. There was no patient consequence.